Manufacturer narrative:
Related MDR: 3011175548-2023-00147. Investigation: this complaint reported that an oasis drain (p/n 3600-100) was attached to a patient, but there was not a good seal, as evidenced by "massive amounts of bubbling." The doctor placed tegaderm over the holes which created a good seal. The customer provided pictures of the patient tubes, which had marks on them, but it is not clear in the pictures what might have caused them. It is not clear in the provided pictures that there are any holes through the tube. The drain was able to be successfully used. The device was returned for evaluation. It had fluid remaining in it from use, so the drain was first cleaned. The patient line was examined and several indent lines were noted near the drain end. They were not cuts/holes as indicated in the report and did not open the patient line up to the atmosphere. The blue clamp was examined for any sharp edges and none were identified. It was used roughly on the patient line in an attempt to recreate the marks, but it failed to do so. The drain was hooked up to a suction source and bubbles moved from right to left, as intended. The patient line was clamped shut beyond the indents and the bubbles ceased entirely, indicating there was no air leak from the patient line, even when the line was bent and stretched in an attempt to open any holes or cuts. The returned drain functions properly and the only unusual feature discovered were the indents in the patient line which did not affect the drain's functionality. The lot number was not provided so a review of the DHR, incoming inspection records, and ncrs involving the lot could not be completed. The IFU instructs the user not to use the drain if the device or packaging is damaged and to regularly check all connections. No updates to the IFU are needed. The complaint cannot be confirmed. The reported device nonconformity also cannot be confirmed. The root-cause of this complaint is impossible to define. The hazardous situation/harm is addressed in the harm hazards analysis document which assigns it a severity level of 3. This was determined to be appropriate based on the harm that was reported in the complaint. Complaint trending concluded that the actual occurrence level did not exceed the anticipated occurrence level. No evidence was identified to suggest that this complaint is related to design, manufacturing or instructions for use.

Event description:
A patient had an oasis drain inserted for pneumothorax and there was not a good seal. Holes were discovered in the tubing. The doctor placed tegaderm over the holes and a good seal was created. They did not need to place another drain, no harm to the patient.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.